Event description:
It was reported that an unspecified malfunction alarm occurred. There was no information provided about the impact on the customer's blood glucose level. The pump was not returned, and no further information was available regarding the outcome of the event.